Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the fiber optic module to resolve the issue. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. (B)(6).

Event description:
During a preventive maintenance (pm), the getinge field service engineer (fse) discovered that the cardiosave intra-aortic balloon pump (iabp) failed the fiber optic test. There was no patient involvement or adverse event was reported.